Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on (B)(6) 2026.

Event description:
It was reported that the patient's ipg does not connect with external devices. Reportedly, patient had an unrelated procedure without placing the ipg into surgery mode. Troubleshooting was unable to resolve the issue and the ipg was deemed inoperable. As such, surgical intervention may take place at a later date to address the issue.